Manufacturer narrative:
The unit was returned for evaluation. Functional check: device came in for repair. Device came in with a complaint. Old software so first ronetix card was replaced, pn 12740024 (old lot nr. 84112, new lot nr. 98644). Then a defect in the touchscreen was encountered, so it was tested again with the old ronetix card: no errors occurred. So with the old software no "fail" report was made, only tested. With the new software the defect was encountered again, and it was discovered the touchscreen was the cause, the problem occurs just only sometimes (intermittent). Touch screen replaced (pn 12740080, old sn (B)(6) new sn (B)(6)). Only the customer complaint of high reflective power could not be reproduced. Service passed according to procedure svc-006-s06 rev.e. Passed electrical safety test according to procedure svc-027 rev. G. This device meets all acceptance criteria. The reported complaint description is not confirmed for high reflected power. Ronetix card was replaced, due to old software with updated software version 2.0. During the functional test, the touch screen was intermittently working and had to be replaced. The unit then functioned as intended. The root cause for the display fault was determined to be caused by a faulty touch screen, which was replaced. The unit was tested with the new ronetix card and touch screen per svc-006-s06 functional test and electrical safety test per svc-027 and met all acceptance criteria. The root cause for the patient being under general anesthesia for extended procedure time and/or procedure aborted with no treatment provided, is a result of end user error in not following instructions in dfu. Dfu states, "do not initiate the procedure/anesthesia until the applicator has been connected, primed, and the generator status bar indicates "ready." A review of the device history records (service order history) was performed for the reported serial number qby0003627 for any deviations related to the reported failure mode of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution; i.e. No ncr associated with reported failure mode. Labeling review: the user manual, which is supplied to the user with this unit contains the following statements: (high reflected power) "the system will display a warning when the reflected power exceeds a preset threshold as shown and abort the ablation. If this occurs, microwave energy is unable to be effectively transferred from the applicator tip into the targeted tissue due to desiccation. Further progress is blocked until the warning is acknowledged. If a "high reflected power" condition is indicated, several sources are possible and warning message will be displayed as shown. The following are several possible sources leading to the "high reflected power" condition: the applicators active region may not be fully inserted into the tissue or a transient gas pocket may have formed around the applicator tip. Adjust the positioning of the applicator. Adjust time as necessary. Press start/stop button to restart the ablation. (Display fault - touch screen doesn't respond) "no modification of this equipment is allowed. Do not attempt to repair or alter any of the system components. Do not remove the cover of the generator. Refer all service to angiodynamics. There are no user-serviceable parts inside the generator. The warranty will be voided if the unit is opened. The touchscreen will illuminate after several seconds and display the screen shown below. Below the angiodynamics logo, the text "system loading" is displayed in various languages. The languages displayed will change twice as the loading progresses. When the system is loaded, the languages are removed, and a bar is displayed which indicates the progress of system initialization, as shown by (1) below. Do not unplug or interrupt the initialization process as the system is performing necessary self-tests. Troubleshooting: standby screen is displayed, but the screen buttons are unresponsive - switch the power off, wait five seconds, then switch it back on again. If the buttons continue to be unresponsive, then contact angiodynamics for technical support. There is no system function (the system is non-responsive) and no system error message appears - switch the power off and then contact angiodynamics for technical support." (Patient prematurely placed under general anesthesia). Use warnings: do not initiate the procedure/anesthesia until the applicator has been connected, primed, and the generator status bar indicates "ready." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported solero unit has yet to be returned to the manufacturer for an evaluation. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
A distributor reported an issue with a solero mta generator. When testing the probe, the generator didn't produce enough energy and the watts dropped and finally resulted in high reflected power. Even after multiple reboots and changing probes, the same failure happened. Due to this event, the procedure was aborted. The patient had been sedated already, and had to be woken up. The patient was rescheduled for a second attempt. This event meets the criteria a reportable adverse event; patient safety risk due to unnecessary sedation and treatment not provided.